Event description:
The surgeon was notified that the consignment device he implanted was expired; the decision was made to remove the screw from the patient, as the patient was still intubated in the ICU. Swabs were taken to check for infection; no infection was found on the screw or in the patient.

Manufacturer narrative:
H3 results and conclusion codes have been corrected. The reported event could be confirmed. Indeed, the device expired on the (B)(6) 2021 while the surgery date was on the (B)(6) 2021. The medical opinion of a medical expert was requested to evaluate the risk of this event: "[...] If the sterile barrier is not damaged prior the use of orthopaedic devices after the expiry date, no noticeable harm would result. In many cases the bacterial load would be too small to cause an infection or a self-limiting local infection would result which would not require any specific therapeutic measures. However in very rare cases potential contamination of the surgical field could result from this event. If a significant infection did result from this event, in most cases this would be curable with medical and/or surgical intervention. Only in very rare cases a permanent harm ( e.g. Chronical osteitis) result from this event." As a reminder, it is the user's responsibility to check the expiration date of the products before use, as mentioned in the IFU. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The surgeon was notified that the consignment device he implanted was expired; the decision was made to remove the screw from the patient, as the patient was still intubated in the ICU. Swabs were taken to check for infection; no infection was found on the screw or in the patient.